Event description:
It was reported that the patient with this pacemaker system stated that during their last in office evaluation last october, the physician stated that the right atrial (ra) lead and right ventricular (rv) lead of this system may not be fully inserted into the device header. Technical services (ts) was consulted and advised the patient to follow up with their physician for further evaluation. No adverse patient effects were reported. At this time, this device system remains in service.